Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states detached reservoir retainer ring. Troubleshooting was performed and noticed reservoir is unable to lock in place. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.